Event description:
It was reported that the patient presented in clinic for generator change-out procedure. Upon interrogation, it was found that the left ventricular (lv) lead exhibited high out-of-range pacing impedance. Insulation issue was alleged to be the cause. Reprogramming was performed to disable the lv lead. Patient condition was stable.